Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturing representative stated that they were in the operation room with doctor and were doing a battery replacement on 3058 but couldn't remove lead from header block. They already tried unscrewing the lead and retightening it and can feel/see the screw tightening/loosening. It was reviewed to inject sterile water in the header block to provide lubrication but caller indicated lead seemed to be stuck on something as they can pull lead out about the width of one of the contacts but then it appeared to get stuck. Caller asked about removing from header block and it was reviewed to try pulling hard on the lead (even though it may damage the lead at that point) or they may need to cut lead and complete lead revision later. They could try to remove header block but it's sealed onto ins. Impedance levels are in normal range. Old 3058 was normal end of service. There were no complications or that no further complications were reported. Patient was implanted for urinary dysfunctional/sacral nerve stimulation and gastrointestinal/ pelvic floor

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Due to imrdf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.